Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell and hit his head against the wall at the area of the implant. Inspection of the area showed a healing superficial wound in the skin. Palpation showed that the wound was at the area near to the exit of the electrode from the implant. Testing showed, that 6 channels were found in status hi, 4 channels in status hsc? And 2 channels in status ok.